Event description:
The user facility reported that a portion of the guidewire was "sheared off" during a coronary catheterization procedure. The following information was provided by the user facility: the physician was using the guidewire to access a lesion in circumflex artery when the distal tip was reported sheared off; the physician attempted to retrieve the detached material using a snare device, but was unsuccessful; therefore, it was decided to leave the detached material in the vessel and to keep the patient on coumadin.

Manufacturer narrative:
Non-resorbable material unretrieved in the body based on the user facility information. Based upon evaluation of user facility information and pictures of involved sample; based upon testing of reserve sample. Conclusions - based upon evaluation of user facility information and pictures of involved sample; based upon testing of reserve sample. The involved device is currently in shipment to the manufacturing facility. However, photographs of the proximal portion of the involved device were obtained prior to shipment. Careful visual examination of the photographs showed that near the distal portion of the device the platinum coil had been uncoiled and pulled into a nearly straight shape exposing the core wire. However, the pictures did not permit confirmation of whether any material from the distal end of the guidewire had been completely separated. Examination and testing of the reserve sample confirmed there were no abnormalities and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a pre-existing guidewire defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).